Manufacturer narrative:
Corrected b1, b2, and h1. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an inclusive abutment fractured but the implant remained in place after the final prosthesis delivery on tooth 24. The prosthesis was removed with no observable clinical symptoms or permanent injury reported. It was reported that the patient has a medical history of bruxism and at the time of the surgical procedure the patient's bone quality was type ii with a good oral hygiene.

Manufacturer narrative:
The device was returned for analysis; however, the evaluation of the device is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicated the product met release criteria. The probable or root cause of the event has not been identified. Manufacturer's internal reference number: (B)(4).

Manufacturer narrative:
Corrected: e1, e3, g3 (in the previous submission, the g3 was left inadvertently blank, it should be 1/24/2025). Additional information: g1. CAPA: ca-00016. The manufacturer's internal reference number is (B)(4).

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results: the DHR was reviewed for multi-unit abutment lot# 6005875 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for multi-unit abutment lot# 6005875 and found no additional product in stock. Investigation methods/results: the product was returned but not the in original packaging. It was observed that the abutment was broken into two pieces. Root cause: a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the abutment during the initial placement which may have caused a fracture. Additionally, it is unclear the methods of abutment placement used during the initial procedure and the insertion torque value. Also per the reported information, the patient has a history of bruxism which may have contributed to the fracture as well. IFU 3010964 rev 2 (inclusive multi-unit abutments IFU) contains the following statement in the instructions for use section: "fasten the final abutment to the implant with the abutment screw and tighten the abutment screw to 35 ncm torque. Tighten prosthetic screws to 15 ncm torque." IFU 3010964 rev 2 (inclusive multi-unit abutments IFU) contains the following statement in the complications section: "the following complications have been observed when using prosthetic components and accessories: components used in the patient's mouth have been aspirated or swallowed. The abutment screw has fractured due to application of excessive force." Per the reported information, the product was expired at the time of placement. IFU 3010964 rev 2 (inclusive multi-unit abutments IFU) contains the following statement in the sterility section: "inclusive multi-uni abutments are shipped sterile. They should not be resterilized. They are for single use only, prior to the expiration date." Manufacturer internal reference number: (B)(4).